Event description:
It was reported that the patient¿s charger would power on momentarily and then power off, and the patient requested an additional backup charger; replacement chargers were shipped. Symptoms included no clinical symptoms reported. Outcomes included no impact to the patient¿s health and no alarms. Investigation included complaint intake and logistical replacement of the external power accessory. Investigation of this case revealed a suspected malfunction of the charger accessory resulting in intermittent power, with no impact to pump function reported. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of unknown root cause pending further evaluation.